Manufacturer narrative:
D10 concomitant product: unkett, unspecified endotrach tube, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted on (B)(6) 2026, due to being found fallen on the ground and unresponsive for more than 5 hours. After symptomatic treatment in the emergency department and a CT scan, the patient underwent left frontotemporoparietal craniotomy with intracerebral hematoma evacuation, subdural hematoma evacuation, dural patch repair, decompressive craniectomy, and right chronic subdural hematoma burr-hole drainage surgery. The patient was then transferred postoperatively. On the second postoperative day, the patient remained comatose and was continuously intubated with an endotracheal tube, connected to ventilator-assisted breathing. The original endotracheal tube did not have a cuff suction lumen. At 11:10, the attending physician replaced it with an 8.0-mm endotracheal tube equipped with a cuff suction lumen. The nurse assisted with cuff inflation and observed that the cuff deflated rapidly. Despite three consecutive inflation attempts, the cuff continued to deflate quickly. Therefore, the tube was removed and replaced with a new endotracheal tube. The attending physician and nurse injected water into the cuff of the removed tube and found leakage, confirming the cuff was defective.